Event description:
It was reported that after the procedure metal shavings were coming off of the device. There was no associated procedure; therefore, no surgical delay, medical intervention, adverse consequences or patient involvement were reported with this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Discarded.

Event description:
It was reported that after the procedure metal shavings were coming off of the device. There was no associated procedure; therefore, no surgical delay, medical intervention, adverse consequences or patient involvement were reported with this event.